Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were sticking when pressed. It was stated that the retainer ring was chipped. Insulin pump did not always power on after battery change due to battery cap threads stripping. Customer stated that the insulin pump was working but not the same way when it was brand new. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.